Manufacturer narrative:
The one step CPR electrodes were returned to zoll medical canada for evaluation. The customer's report was duplicated and the electrodes were scrapped and replaced. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the associated defibrillator displayed a "poor pad contact" message using these electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.